Event description:
Device malfunction: balloon rupture, detachment. Time of malfunction: during the procedure. Symptoms/ae: surgical removal of detached balloon. It was reported that during an interventional procedure in the heavily calcified, external iliac, the fox plus balloon ruptured at 10 bar. The delivery catheter was difficult to remove. Maximum force was used and the proximal part of the catheter was removed together with the sheath and guide wire. The distal part of the balloon with markers remained in the vessel and was surgically removed the following day. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.